Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the pacemaker's battery was "aging". The patient had a ventricular fibrillation event and was successfully defibrillated but the pacemaker could not be interrogated after defibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.